Event description:
It was reported that the system displayed a fast stop error and shut down on it's own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem except by pressing the fast stop button. The system operates as intended.